Event description:
Technician alleged that the head section of the bed came off of the track slides. No patient impact.

Manufacturer narrative:
The technician found a broken slider pivot. The technician replaced the slider pivots and the head cylinder to resolve the issue.